Event description:
A revision surgery was performed due to bilateral hip degeneration and possible avn with no known underlying cause. It was informed that the patient had increasingly debilitating pain on his right hip over recent months.

Manufacturer narrative:
The affected oxonium femoral head, acetabular liner, stem and high offset modular neck were not returned for evaluation. Our clinical evaluation indicated that based on the available information, the reported symptoms, increased metal ion levels and the intraoperative findings of ¿metallosis at the trunnion and neck¿ are consistent with a reaction seen with the modular stem and neck. The newly submitted information did not change the original assessment. At a follow-up of post revision surgeries the patient is ¿healing¿ with reduced cobalt and chromium levels. Our investigation indicated that the related stem was part of field action initiated in 2016. No additional actions are being taken at this time. If additional information is received in the future, this complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].